Event description:
Information received with return of the explanted device notes that 2 days post implant, threshold values increased and a new device was placed. The patient suffers from pneumothorax, which may have affected the thresholds.